Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline disconnect alarms was confirmed by review of the submitted log files. The submitted log files collectively contained data spanning approximately 3 days(25sep2023 to 27sep2023 & 06oct2023 to 07oct2023, per timestamps). Two driveline disconnect alarms were observed at 10:51:07 and 10:51:20 on (B)(6) 2023. These driveline disconnect alarms were associated with pump stops, which have been addressed in the investigation of the pump (B)(6) .the driveline disconnect alarms resolved at 10:51:07 and 10:51:24 respectively, when it appeared that the driveline was reconnected securely to the controller. The pump returned to a speed above the low speed limit within a few seconds of each reconnection. The heartmate 3 system controller (s/n: (B)(6) was not returned for analysis. Provided information indicated that the patient may have accidentally disconnected the driveline; however, the root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline disconnect and backup battery fault alarms. Heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ states that the 11v li-ion backup battery inside the system controller can provide enough power to run the pump for at least 15 minutes if the main power source is disconnected. Additionally, this section instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted since the patient presented with episodes of pump disconnect/power outage. The log captured 2 driveline disconnect events on (B)(6) 2023 while the patient was on battery power. The first pump stop lasted 3 seconds and the second lasted 8 seconds. It was later reported that driveline disconnection may have been due to patient accidentally disconnecting. The patient had no symptoms related to pump stops. The patient was stable. Team was unable to determine reason for low flows. The patient was seen again in clinic on (B)(6) 2023; no further alarms were noted. It was further reported that on (B)(6) 2023 the patient had been not feeling well for weeks. The patient has been persistent low flow alarms. The patient was having continuous low flow alarms while admitted at an outside hospital. There were concerns about pump thrombosis. The patient was prepped for an intra-aortic balloon pump (iabp). The patient was put on extracorporeal membrane oxygenation (ECMO) machine. Computed tomography angiography and echocardiogram revealed a linear streak of contrast seen through the outflow tract on the venous phase of the left ventricular assist device (lvad); this was thought to be secondary to contrast timing versus outflow tract stenosis. It was considered this suggests an outflow graft obstruction. The pump flows remained at zero and the decision was made to shut the lvad off. They were transferred to an outside hospital for lvad exchange. Pump was exchanged on (B)(6) 2023, new pump was functioning as expected. Right ventricular assist device (rvad) with oxygenator was placed during exchange for right ventricle and hemodynamic support. The rvad oxygenator clotted off. On transesophageal echocardiogram (tee) ra noted to be full of clot, unable to salvage rvad and care was withdrawn. The patient passed away on (B)(6) 2023 due to multisystem organ failure. Lvad MFR # 2916596-2023-07249.